Event description:
Report received that a patient "received a shock" while the pump was in use. The customer stated that the primary line of the pump was programmed to deliver an unspecified maintenance fluid at an unspecified rate. The nurse shut the pump off to connect an antibiotic to the secondary port of the cassette tubing. The nurse stated that when the infusion was re-started, the pump "made a strange noise" and the patient "felt an electric shock". The nurse immediately stopped the infusion and therapy was continued using a replacement pump. The patient did not experience any adverse sequelae and no medical interventions were required. Though requested, no additional information was available.